Event description:
It was reported that the patient had an artificial urinary sphincter (aus) implanted. The patient experience deflation issues due to cuff malpositioning. The cuff was surgically reposition the cuff. A patient outcome was not reported.